Event description:
Broviac catheter had a pinhole size leak.

Manufacturer narrative:
The event description indicates a broviac catheter. The product returned and evaluated is a section of a hickman 7 fr catheter. This complaint is confirmed. The catheter exhibited one leak on the red (luer) extension leg. The leak was only visible under pressurization. A small partial tear in the tubing is observed just distal to the red luer adapter. Tactile and microscopic examinations indicate the catheter has been clamped just distal to the tear site. The printed ID indicators are completely worn away. The damaged found on the catheter is related to the user clamping the tubing in a non-designated area of the catheter. The complaint file does not provide info as to the dressing protocol that was used during the use of this device. No other complications with the device are known. The device had been in place for approx 6 months prior to the complaint incident. This implies the device functioned as designed until the complaint incident occurred. The IFU states "always clamp the catheter over the reinforced clamping sleeve or tape tab. Never clamp over the reinforced segment directly adjacent to the connector." The occlusion clamp should be clamped in the "clamp here" area only. This may be a user maintenance issue. A lot history (lhr) is not possible, as no mfg lot number info has been provided by the complainant.